Manufacturer narrative:
Block h6 device code a1401 is being used to capture the reportable event of balloon deflated. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted in a procedure performed on (B)(6) 2025. During the use of the balloon, it was reported that it lost one-third of its total volume. A hole was found through which the liquid leaked. An endoscopic procedure was performed to remove the balloon on (B)(6) 2025. Also, it was reported that the patient presented blue urine due to the use of methylene blue to fill the balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.